Manufacturer narrative:
The subject device was returned to olympus for evaluation. During the evaluation, it was found that there was a crack in the bending section cover glue at the distal end side of the subject device. The bending section cover glue was also noted to be peeling. The scope passed the leak test. In addition, a review of the scope's instrument history records was reviewed and indicated the scope was purchased on april 16, 2016 with no service records. The exact cause could not be conclusively determined, however, the instruction manual provides the following warnings: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. As a preventive measure, the instruction manual for use states before each case to prepare and inspect the scope such as inspecting the covering of the bending section for sagging, swelling, cuts, holes or other irregularities.

Event description:
Olympus was informed that during the nasal examinations, epistaxis (nose bleeds) occured when the scope was withdrawn from the nasal cavity on 4-5 different patients. It was reported that the distal tip of the scope was described as flared or a bubble in the rubber about 2mm from the distal end. The nose bleeds were reportedly mild and did not last long. There was no treatment required as the nose bleeds subsided with pressure to the patients nose. The intended procedures were completed using the same scope. No patient injuries were reported. In addition, it is unknown if the scope was inspected prior to the procedures. 3 of 5 patients.